Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump was being charged with a non-tandem cable when it began to smoke and a temperature alarm was received. The customer's blood glucose level was not impacted. The customer reverted to insulin shots to manage diabetes.